Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. Therefore (ip-(B)(4) /mwr-(B)(4), should be rescinded as it was confirmed that there was no allegations towards the actual aiming arm.) Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
11/5/2019: update, the initial complaint was reviewed and found not reportable. It was confirmed that there was no allegations towards the actual aiming arm).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a radiolucent aiming arm was received with a broken trocar locking clip and was not available to be used in surgery. There was no patient involvement. This complaint involves (2) devices. This report is for one (1) radiolucent aiming arm/frn greater trochanter. This is report 1 of 2 for (B)(4).